Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The cause of the reported issue could not be determined.

Event description:
It was reported to ventec that the device was rebooting by itself. There were no reports of patient use associated with the reported issue.